Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the adhesive plaster on the infusion sets were defective. The caller reported that this has occurred with two infusion sets from the same box. No adverse event was reported. The infusion set was requested to be returned for product evaluation.